Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19s during basal delivery using multiple cartridges. The customer's blood glucose (bg) level ranged from 198 to 297 mg/dl. After a cartridge was accepted without an alarm, the customer performed a load sequence and resumed insulin delivery. A bolus via the pump was delivered to address the bg level. The customer was to continue to use the pump to manage diabetes.